Manufacturer narrative:
510(k) number: k851962. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x zebd-7-7 of lot # c1464436 was returned to cirl for evaluation. A lab evaluation was held on 16 aug 2018. During the lab evaluation a kink was found at the fifth porthole tapered end. An 0.035mm wire guide would not pass through. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the kink occurred during transportation. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. A review of the manufacturing records for the device did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1464436; upon review of complaints this failure mode has not occurred previously with this lot # c1464436. Prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl 'inspect for debris in or on product, kinks'. There is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user found the pig tail of the stent was already kinked when he was going to use the straightener on the pig tail. He replaced it with another device for the procedure.